Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-n-y gastric bypass, while performing jejunostomy and the device was being fired, the external notch mechanism that slides on the outside of the cartridge grabbed the tissue and tore it. The surgeon could not dislodge the tissue after it was affixed under the eternal notch. The tissue was torn and had to be sutured. To complete the case, they sutured tear and continued.